Event description:
The report received from the field indicated that twenty-two days after the index procedure for two (2) each cypher 2.5 x 28 mm stent implantation, the patient was admitted to the emergency room with a myocardial infarction. The two cypher stents were implanted in the right coronary artery (rca). Coronary angiography revealed that the two previously implanted cypher stents were totally occluded. A voyager 3.0 x 20 mm balloon was used to treat the re-occlusion and three (3) each additional endeavor stents were implanted. The patient experienced cardiac arrest during the procedure and was resuscitated. The patient recovered and an angiogram done in 2009, revealed patent stents. No additional information is available.

Manufacturer narrative:
The product is not available for evaluation and testing. A experienced a thrombotic event leading to a myocardial infarction approximately 22 days after the implantation of two cypher stents. Past medical history that may have increased his risk for mace includes previous mi, previous pci (date unknown), previous cva, peripheral vascular disease (pvd), hypertension, hyperlipidaemia, and past smoking. The patient received two 2.5x28mm cypher stents in the rca during the index procedure. Vessel, lesion and procedural information was not available. Antiplatelet therapy prescribed at discharge was not available. Twenty-two days post index procedure, the patient was emergently hospitalized with a myocardial infarction and coronary angiography revealed total occlusion of the cypher stents with a thrombus. Re-pci was conducted with balloon angioplasty and the implantation of 3 additional non-cordis stents. The pt experienced cardiac arrest during the procedure and was successfully resuscitated. The patient recovered from these events. No additional information was available. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14075539 revealed to anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The IFU warns that the use of this device carries the associated risks of sub-acute thrombosis, vascular complications and/or bleeding events. Based on the limited information available, it is not possible to draw a conclusion about a clinical relationship between the devices and the events. However, the patient's advanced age and risk factors present in his medical history may have contributed to them. Please not that this is the initial/final report for this product. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2009-00129 and #3003742446-2009-00130.